Manufacturer narrative:
Medwatch form report #mw5070154 was received- sus voluntary.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon interrogation of the device, oversensing was observed on the right ventricular lead. The lead was capped and replaced on 5/31/17. The patient was well.